Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af). No abnormalities was noted during preparation of the sheath. During the procedure once the sheath was inserted into the left atrium the sheath was suctioned and no defected were noted. After insertion of 31 mm catheter, to avoid bubbles another suction was performed. However, bubbles were continually rising, as per the physician opinion there was no guarantee theta the valve was watertight. So, the sheath was replaced (tw # (B)(4)) with another same model device, however same issue of visible air was noted when suction was performed after insertion of catheter 31 mm. Thus now again the sheath with third sheath of same model, no signs of any damage was noted. But once the physician inserted the sheath into left atrium, the orange knob got detached and remain on the physician hand. As it was the third sheath for the same patient before even the starting the treatment, the physician decided to proceed with the procedure by holding the button that was broken the procedure was completed successfully with the third sheath. No patient complication was reported. The device is expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af). During the procedure once the sheath was inserted into the left atrium the sheath was suctioned and no defected were noted. After insertion of 31 mm catheter, to avoid bubbles another suction was performed. However bubbles were continually rising, as per the physician opinion there was no guarantee theta the valve was watertight. So the sheath was replaced with another same model device, however same issue of visible air was noted when suction was performed after insertion of catheter 31 mm. Thus now again the sheath with third sheath of same model, no signs of any damage was noted. But once the physician inserted the sheath into left atrium, the orange knob got detached and remain on the physician hand. As it was the third sheath for the same patient before even the starting the treatment, the physician decided to proceed with the procedure by holding the button that was broken the procedure was completed successfully with the third sheath. No patient complication was reported. The device is expected to be return for analysis. It was further reported that no abnormalities was noted during preparation of the sheath. Farawave catheter was inside the sheath when the air was noted. No air were seen in the patient. It was also mentioned that the valve was leaking.

Manufacturer narrative:
Boston scientific's investigation found the external and internal valves were both torn by their center slit, which compromises the valves' ability to seal pressure and fluid within the sheath. This defect is capable of causing visible air bubbles/air ingression into the sheath, potentially resulting in the occurrence of this event. However, due to the dilator's inability to be removed, leakage testing was unable to be performed, thus the leak unable to be confirmed, resulting in a "cause not established" code for the complaint allegations.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Update to: describe event or problem.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial flutter (af). During the procedure once the sheath was inserted into the left atrium the sheath was suctioned and no defected were noted. After insertion of 31 mm catheter, to avoid bubbles another suction was performed. However bubbles were continually rising, as per the physician opinion there was no guarantee theta the valve was watertight. So the sheath was replaced with another same model device, however same issue of visible air was noted when suction was performed after insertion of catheter 31 mm. Thus now again the sheath with third sheath of same model, no signs of any damage was noted. But once the physician inserted the sheath into left atrium, the orange knob got detached and remain on the physician hand. As it was the third sheath for the same patient before even the starting the treatment, the physician decided to proceed with the procedure by holding the button that was broken the procedure was completed successfully with the third sheath. No patient complication was reported. The device is expected to be return for analysis. It was further reported that it was mentioned that no abnormalities was noted during preparation of the sheath. Farawave catheter was inside the sheath when the air was noted. No air were seen in the patient. It was also mentioned that the valve was leaking.